Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user had configured the devices to "out of service." The technical support specialist advised the customer to modify the es server settings to address the issue. The system functioned as intended after the technical support specialist troubleshooted the device. Serial number, UDI number and manufacturer date were blank and requested technical support specialist for the affected device serial number, since the mentioned asset information is "(B)(6)".

Event description:
It was reported when using the pyxis medstation es system, the user encountered difficulties logging into the pyxis devices. The customer reported that the user couldn't log in to override dispense, as a result there was delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.